Event description:
The pt had spinal decompression surgery and pump replacement. The day after surgery, the catheter was found to be fractured and was replaced in a 4 hour surgery (please reference mfg report # 3004209178-2009-03190). The pt, still in the hospital from the previous surgeries, was recovering well in 2009. The next day his condition deteriorated. The pt died, possibly due to the effects of the 2 surgeries and the associated amount of anesthesia. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.